Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.